Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Concomitant medical products: unknown poly liner, catalog#: ni, lot#:ni, unknown screw, catalog#: ni, lot#: ni, unknown screw, catalog#: ni, lot#: ni, unknown stem, catalog#: ni, lot#: ni, unknown glenoid head, catalog#: ni, lot#: ni, unknown glenoid baseplate, catalog#: ni, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty. Subsequently, the patient was revised due to glenoid graft failure and subsequent instability. A screw was found fractured upon explantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.